Manufacturer narrative:
The reported event for a helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination of the helix mechanism found no anomalies or distortion of the helix. An over torqued inner coil was found at the connector region. Electrical testing did not find any indication of conductor fractures. Internal shorting was found due to an over torqued inner coil at the connector region, consistent with procedure damage. The cause of the reported event was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited failure to extend the helix. The rv lead was not used and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.